Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the architect analyzer ln 3m74-01, manufacturing site abbott laboratories, (B)(4) to the architect stat troponin reagent, ln 2k41-28, manufacturing site abbott laboratories, (B)(4). Further investigation of the customer issue included a review of the complaint text, a review of historical data for accuracy file kit testing, a search for similar complaints, and a review of labeling. Architect stat troponin reagent lot 42864un10 was tested following the accuracy testing plan. In house testing revealed calibration and quality controls, and six replicates of troponin-I panel 1 were within specifications and met acceptance criteria. Tracking and trending did not identify an adverse trend for the customer's reagent lot number. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.

Event description:
The customer stated an architect (B)(4) generated falsely elevated troponin results for one patient sample. The architect analyzer generated a troponin result of 1.452 ug/l, and repeat results were similar. The results were questioned as they did not correlate with other test results. The patient sample was tested on a vidas analyzer and negative (<0.01ug/l) troponin results were generated. There was no adverse impact to patient management reported.